Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during the initial drain of peritoneal dialysis therapy on the homechoice. The patient was connected at the time of the alarm. The patient reported that they saw air bubbles in the patient line at the time of the alarm; however, the bubbles were not present prior to them connecting and starting the initial drain. There was nothing found during troubleshooting that could have caused or contributed to the reported alarm. The technical services representative assisted the patient in clearing the alarm and reviewed proper procedures with the patient. The patient planned to complete therapy using new supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Fluid pressure testing and a simulated therapy were performed and nothing was found that could have caused or contributed to the reported event. Upon conclusion of the investigation, the reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.